Event description:
MFR received a report alleging that a pt died as a result of his head being caught between a mattress and a bed rail at the foot of the bed. Product failure has not been identified and the MFR has not yet been permitted to evaluate the device.